Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited a loss of capture during a device check. The physician planned to implant a new rate/sense lead. During the lead revision procedure, the chronic defibrillation lead was tested with the pacing system analyzer (psa) and produced appropriate measurements. The lead was then successfully tested with a new guidant crt-d. There were no patient symptoms reported with this clinical observation.